Manufacturer narrative:
Concomitant medical products: vedr01 ipg implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right atrial (ra) lead exhibited undersensing and the implantable pulse generator (ipg) was pacing below the lower rate. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.